Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set experienced "a ballooning out of the tubing itself into a rounded area of expansion" during infusion of an unknown drug. A non-baxter primary set and a non-baxter infusion pump were used with the device. The secondary set was connected directly to the infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.